Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information in the description of event states difficulty deploying the stent graft which resulting in performing the described troubleshooting method in IFU. Based on the further received information, the difficulty concerns the release of the stent graft from the bottom cap. The evaluation of the returned device revealed marks inside the bottom cap. According to the complaint history, these marks likely appear when the distal bare stent is released in an angulated distal thoracic aorta that exceeded the recommended in IFU (localized angulation > 45 degrees). This can not be verified as the imaging was not provided. Therefore this pr falls under the scope of a previously initiated internal action where further investigation, regarding difficulties in releasing the bare stent from the bottom cap, is conducted. No evidence to sugest that the device was not manufatured according to specifications cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: graft was deployed and the user removed the 1st trigger wire (green handle). Upon deploying the bare stent, the user attempted to remove gray thumb screw, having to use forceps to loosen. At this time the user still could not use the black slide bar. To remedy this the dm instructed the physician to break back off green handle, which loosened the slide bar. The procedure was able to be completed and was overall successful. Patient outcome: the patient did not require any additional procedures due to this occurrence